Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer's current blood glucose reading is 279 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had a button error alarm and no button response due to corroded keypad traces. Insulin pump received with cracked battery tube threads, reservoir tube lip, minor scratches on display window and missing end cap sticker.